Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer reported that they were trying to use the camera in the universal surgical manipulator (usm) 2 and use usms 3 and 4 with their left and right hands. The customer informed the only way they could use usms 3 and 4 was by swapping the usms. The customer informed that usm 1 was stowed and not being used. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended to try manually setting the hand control assignments with the surgeon side console (ssc) touchpad. The customer tried and had the usms swapped between 3 and 4. The tse advised the customer to call the isi clinical sales representative (csr) to get more advice on setting up their arm configuration. The tse also informed that using usm 1 in the configuration may help with the current setup. The error logs showed no usm related issues. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer site to further investigate the reported event. The fse was updated that the site would be swapping the universal surgical manipulator (usms) and it appeared that the issues were user error based.